Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was broken and had physical damage due to being hit with a bat. The blood glucose reading was 202 mg/dl. The customer stated that she went to the batting cages and did not hide her device in her clothing correctly. The insulin pump was completely cracked and pushed in. Advised discontinuation and replacement of the device. Nothing further reported.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass, cracked lcd window and cracked reservoir tube lip.